Manufacturer narrative:
(B)(4). Three pieces of representative samples were returned. It was reported that "several times it occurred that the connector detached during use. The exact number of events is unknown. Customer stated that the connector was seated firmly in the tube and the patient was intubated, after a few minutes the connector detached. After pressing it in again the connector detached again so patients needed to be re-intubated." As 10 pieces of representative samples with pouch in a box were returned, further verification was made on the samples. Measurement for tube inner diameter, connector outer diameter was made to check the dimension. Visual inspection and measurement for the connector insertion mark on the tube was performed to check either connector was initially assembled followed the standard dimension which is connector should be inserted half-way in. Based on investigation, the complaint mode was not confirmed. There is no abnormality on the sample observed as all dimensions met specification. In addition, as only representative sample was returned, therefore no evidence of failure found of the representative sample.

Event description:
Reported issue: several times it occurred that the connector detached during use. The exact number of events is unknown. Customer stated that the connector was seated firmly in the tube and patient was intubated, after a few minutes the connector detached. After pressing it in again the connector detached again so patients needed to be re-intubated.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: several times it occurred that the connector detached during use. The exact number of events is unknown. Customer stated that the connector was seated firmly in the tube and patient was intubated, after a few minutes the connector detached. After pressing it in again the connector detached again so patients needed to be re-intubated.